Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment, and confirmed the reported complaint. The negative pressure limit cover, o-ring, enhanced sensor interface board (esib) and cable, and esib to anesthesia breathing system switches/flow sensors were replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws.

Event description:
The hospital reported an error resulting in the loss of mechanical ventilation. There was no report of patient injury.